Event description:
A female patient who underwent a Breast Augmentation Revision with MENTOR MemoryGel, 450cc Silicone prosthesis experienced bilateral capsular contracture grade IV, left sided symptomatic rupture, bilateral Acquired breast deformity with implant malposition and superior displacement, and soft tissue attenuation of bilateral breasts post operation. The issue was discovered during the surgery. As a result, the patient underwent Bilateral implant pocket reconstruction with extensive capsulorrhaphy and inframammary fold reconstruction, Bilateral placement of GalaFLEX scaffold for internal bra reinforcement, soft tissue support, Bilateral reduction mammoplasty with Wise-pattern skin excision and parenchymal reshaping, and bilateral replacements per following: L) CN 3503504BC SN (b)(6), R) CN 3503504BC SN (b)(6) on (b)(6) 2026. This report relates to the left side.

Manufacturer narrative:
The Mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.A manufacturing record evaluation (MRE) was performed, and no anomalies were found related to this complaint. In addition, the MRE verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: Symptomatic rupture, capsular contracture grade IV, Acquired breast deformity.Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, Mentor, or its employees that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.Manufacturer¿s reference number:(b)(4).